Event description:
In 1997 the subject device was implanted. In 1998 it was found that the device had broken through the first fixation slot away from therod/plate interface. In 1998 a surgery was performed in which the subject device was removed and a similar device was implanted.